Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation concluded focal fibrous thickening of the base of all cusps, a thin layer of fibrin on cusps 2 and 3, small areas of organizing thrombus at the base of inflow and outflow surfaces of cusps 1 and 2, and tears in cusp 1 and 3. Special stains were negative for organisms, and no acute inflammation or calcifications were present. There was no evidence found to suggest the cause of the fibrous thickening, thrombus formation, and cuspal tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrous thickening, thrombus formation, and cuspal tears remains unknown.

Event description:
The patient underwent aortic valve replacement with this 23mm sjm trifecta valve. On (B)(6) 2014, the patient experienced angina and echocardiogram revealed aortic insufficiency. The valve was explanted and replaced with another manufacturer's smaller 21mm device. During the explant procedure, tissue growth was reported on the valve and one of the cusps was torn. The patient was doing well following the procedure and was discharged.